Event description:
Pt was undergoing gallbladder surgery (eight weeks pregnant). During procedure CT-3 needle being used broke and two thirds of this needle got lost into the subcutaneous plane and was unable to be retrieved. The pt may or may not need further surgery for its removal.